Event description:
It was reported that a user participating in an ilet experience study experienced hypoglycemic events, described by the user as too many lows to report, with no device component implicated and no specific device malfunction identified. Symptoms included hypoglycemia with insufficient clinical detail provided. Outcomes included insufficient information regarding impact on the user. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available and insufficient information regarding a medical device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.